Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified left anterior descending (lad) and left circumflex (lcx). The physician was using the quantum maverick 4.5x12mm for post dilation of an unspecified stent; however, the balloon ruptured at 14 atm. The number of inflations and to what atms is unk. The device was removed intact and there were no pt complications reported and status post procedure was good.

Manufacturer narrative:
Lox catheters, transluminal coronary angioplasty, percutaneous. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.